Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted contrast visible in the inflation lumen, consistent with preparation. The balloon was tightly folded. The hypotube was separated at the distal end of the hub, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it is possible the hub was inadvertently handled during preparation, resulting in a kink at the bottom of the strain relief tubing. Further manipulation would have contributed to the shaft ultimately separating. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. It is likely that the shaft was inadvertently handled during preparation for use, resulting in the shaft separating. There is no indication of a lot specific product quality deficiency. In this case, the reported hypotube separation appears to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the 1.5x12 rx mini trek was removed from the packaging, it was noted that the hub was separated from the catheter. The cause of the separation is unknown. The device was not used and there was no patient involvement. A new mini trek dilatation catheter was used to perform dilatation. There was no reported significant clinical delay in the procedure. No additional information was provided.